Event description:
Complainant alleged that the medics were responding to call for a 60 yr old male pt who was in a code situation. Upon arrival the medics observed that CPR was already being performed on the pt. The medics attached the electrodes to the pt and turned the device on and attempted to analyze the pt's heart rhythm with the device. The medics allege that the device would not analyze the pt's heart rhythm. The medics then checked the lead placement and the device's cable connections and successfully delivered one 200 joule shock to the pt, and they rec'd the an "analysis halted" message on the device recorder printout. The complainant indicated that the medics were able to obtain another device to defibrillate the pt. The pt was pronounced expired in the hosp ER, but there is no indication that the event caused or contributed to the pt outcome.